Manufacturer narrative:
The customer reported issue was confirmed. The device was repaired, passed all require testing and specifications and released back to the customer. There are CAPA #'s noted for the following parts replaced that have an already existing CAPA.(B)(4) for iui (B)(4) for rear case a review of the device history record for sn (B)(4) was performed from date of manufacture 06/11/2010 to the present date (B)(6) 2020 and confirmed that this device was previously returned for servicing 4 times and there were no production failures indicated on the source device.

Event description:
It was reported that the housing assembly was allegedly damaged. There was no patient involvement.